Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release.  Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported when he attempted to test glucose on his adc blood glucose meter, he was unsuccessful due to an ER-3 message appearing on the meter display. The customer experienced symptoms described as ¿dizziness and low blood pressure¿ and was unable to treat himself. The customer had contact with a healthcare professional and was diagnosed with hypoglycemia. The doctor put him on the serum and gave him a juice box as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported when he attempted to test glucose on his adc blood glucose meter, he was unsuccessful due to an ER-3 message appearing on the meter display. The customer experienced symptoms described as ¿dizziness and low blood pressure¿ and was unable to treat himself. The customer had contact with a healthcare professional and was diagnosed with hypoglycemia. The doctor put him on the serum and gave him a juice box as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.